Manufacturer narrative:
Customer has not yet returned the device to the manufacturer for device evaluation. When and if the device becomes available and is returned and evaluated the manufacturer will file a follow-up report detailing the results of the evaluation. Please note: it was reported that the events have occurred over the last 8 months.

Event description:
It was reported that during use of the cleo® 90 infusion set, the patient experienced a bent cannula. The patient also reported that they experienced issues with the insulin leaking at the infusion site. The patient reported that their blood glucose levels rose to 300-400 mg/dl due to the reported events. The patient did not test their ketone levels. The patient reported that they changed their infusion site, delivered an insulin bolus and administered a manual insulin injection as needed to resolve their high blood glucose. The patient was advised to clean and dry the site prior to insertion of the infusion set. No permanent adverse effects were reported. Related MFR#'s: 3012307300-2017-00308, 3012307300-2017-00310, 3012307300-2017-00311.